Event description:
The customer stated that two patient samples generated false negative results for the architect anti-hcv assay. A patient sample of sid 1882 generated a negative result of 0.98 s/co which was repeated positive at 2.64, 2.60 and 2.40 s/co. No impact to patient management was reported.

Manufacturer narrative:
This report was submitted against an ex-us product ((B)(4)) which has a similar product distributed in the us ((B)(4)) product evaluation was performed in order to investigate this issue. Based on a further review, it has been determined that the complaint is consistent with the issue under an expanded investigation in ER (B)(4) due to product deficiency identified related to the architect anti-hcv reagent, list number (B)(4), lot number 11599li00 . An instruction letter was sent to the customer with this regard and which the customer was not following.

Manufacturer narrative:
(B)(4). (No consequences or impact to patient). (Incorrect or inadequate test result). (False negative result). Product evaluation is in process and the results will be submitted in a follow-up report.